Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet and experienced difficulty charging the pump battery. Subsequently, the pump battery became hot during charging. An alternate wall adapter and wall adapter was used to resolve the issue. There was no reported impact to the customer's blood glucose level.